Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted on (B)(6)2023. On (B)(6) 2023, the patient stated that the sensor failed, and upon removal of the sensor, a piece of the wire was left under the skin. The patient experienced inflammation and pain at the insertion site and went to the hospital. At the hospital the piece of the sensor wire was removed with a surgical procedure. The surgical procedure took please with general anesthesia and would have lasted 1 hour and 15 minutes. Besides this the patient was treated with antibiotics, amoxicillin, and was given medication for the pain. The patient was discharged on the same day. At the time of the report the patient was stable, and no further injuries were reported. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.